Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter does not turn on. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2014, and obtained the following information: the patient tests 12 times a day and manages his diabetes with insulin pump therapy. The patient indicated he is part of a ¿support network¿ in which he is contacted every two hours (via phone) by someone within the group, and if he does not answer, someone is sent over immediately to his residence. The patient confirmed the alleged issue occurred on (B)(6) 2014, at 10am. The patient does not recall if he made any changes to his food intake; however, clarified he did not take any insulin following the alleged power issue (he just ¿played it by ear¿) and did not test his blood glucose with a secondary device. The day after the reported power issue occurred (at approximately 6am) the patient corrected and clarified he had ¿passed out¿ on the bed and believes he was unconscious for less than two hours, since he spoke to someone from his ¿support network¿ earlier that morning. The patient indicated since he was unconscious and did not respond to the later call (from his ¿support network¿) a representative from his network (a retired nurse) was deployed to his residence. According to the patient, the nurse immediately administered a glucagon injection; he regained consciousness; and was feeling better within 30 minutes. At the time of troubleshooting, the csr verified the patient was not using the meter for the first time, there was no misuse of the lfs product, and he was using the correct test strips at the time the alleged power issue occurred. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/21/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.